Manufacturer narrative:
The company is attempting to have this unit returned to us for inspection. A follow-up report will be submitted upon return and testing of this unit.

Event description:
The company was notified on (B)(6) 2015 of an alleged event that occurred on (B)(6) 2015. The alleged incident was reported as the "unit malfunctioned on a road trip and [the caller's] wife's oxygen dropped below 40, putting her in the hospital".